Manufacturer narrative:
The final device analysis results show epoxy bond broken between the hybrid circuit and the battery terminal(s). Broken weld(s) were noted at bond wire pad(s). Both b+, b- battery bond wires were lifted from the circuit board pads. The circuit feed thru wires were observed to be lifted on the following circuits: #0 - both wires, #1 - both wires, #3 - both wire, #5 - one wire. The product serial number is part of the affected sn range for the kinetra broken wire bond recall. The device service life was approx 4 years.

Event description:
The ins was explanted and replaced in 2006 after approx four years implant duration. Info received shows the unit was still functioning properly at follow-up, but was replaced because of info received from the MFR regarding the kinetra wire bond field action and the device serial number was in the affected range. The device was implanted in 2002. The unit was returned to the MFR for analysis.